Event description:
It was reported by service report that the track belt is loose which could affect track engagement. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.